Event description:
Information received from the field notes that during a routine follow-up, the automated protocol was aborted due to a telemetry error. Measured data and diagnostics could not be obtained. Previous follow-ups observed high current drain numbers. The patient is pacemaker dependent.